Event description:
It has been reported that the bd vacutainer® eclipse¿ blood collection needle has been found with the hub separating from the device before use. The following has been provided by the initial reporter: it was reported that the needle fell apart when removing cap/needle shield. Needle fell apart when removing cap/needle shield. Lot 9065785, exp 2024-02-29.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® eclipse¿ blood collection needle has been found with the hub separating from the device before use. The following has been provided by the initial reporter: it was reported that the needle fell apart when removing cap/needle shield. Needle fell apart when removing cap/needle shield. Lot$9065785 exp 2024-02-29.